Event description:
Pt reported that his infusion device displayed a 2.01 and three dashes on the display screen. The infusion device also gave a continuous alarm. The power pack had been in use for 2-3 weeks. The pt was aware of the power pack recall, but stated she was not following the instructions to change the power pack every 2 weeks. The pt's blood glucose was not affected. No medical treatment was necessary. The product has been requested to be returned for eval.